Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during procedure, there was a to difficulty removing the device from the cavity, during which the anvil separated and remained in the patient. The anvil was subsequently removed, and a new anastomosis was performed by resecting and re-stapling the affected area.

Manufacturer narrative:
Additional information: b1, b5, d4 (UDI), e (name ,last name, street , phone and fax number, e2, e3, e4, g3, h3 (fdm) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during low anterior resection procedure, there was a difficulty removing the device from the cavity, during which the anvil separated and remained in the patient. The anvil was subsequently removed, and a new anastomosis was performed by resecting and re-stapling the affected area.